Manufacturer narrative:
(B)(4). Concomitant medical products: 00877504003- bioloxâ® delta, ceramic femoral head, l, ã¸ 40/+3.5, taper 12/14- 2688036. 00625006520- bone screw self-tapping 6.5 mm dia. 20 mm length- 60892261. 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- 61504843. 00620206222- shell porous with cluster holes 62 mm- 63544924. Reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a closed reduction under sedation 5 months¿ post implantation due to recurrent dislocations. No further revisions have been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.